Event description:
A consumer implanted for non-malignant pain reported they had an operation to have their cataracts removed, which was not related to their device or therapy. It was confirmed the implant was turned off before surgery. Since sometime in (B)(6) stimulation wasn't "kicking in" like it used to, they were no longer feeling stimulation, experienced a loss of therapy, and the issue of their back being sore returned. The consumer denied any falls or traumas. It was reviewed with the consumer they could try increasing stimulation but they didn't have the patient programmer (pp) available so troubleshooting was limited.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.